Manufacturer narrative:
The lens is planned to be explanted on (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 21.0 lens was implanted in the patient's operative eye. However, the lens is planned to be explanted on (B)(6) 2018 for unknown reasons. No additional information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the intraocular lens (iol) was implanted on (B)(6) 2017 into the patient's left eye (os) and later explanted on (B)(6) 2018 because of the patient complaining of halos and glare with decreased vision. The patient was first examined on (B)(6) 2017. It was noted that there was no contributing medical history, no patient injury and no other surgical intervention was required. The account commented that the explanted lens will not be returned to the manufacturer for inspection. Therefore, the following fields were updated: if implanted; give date: (B)(6) 2017, if explanted; give date: (B)(6) 2018. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.